Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Pal performed a visual inspection, but nothing was found related to the reported event. The device passed functional testing. Further testing determined that the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The technician checked for infinite resistance reading from ground to each ac input terminal and the readings were not infinite; indicating a malfunctioning power entry module. A test article (power entry module) was installed and the device showed infinite value, without signs of continuity. The cause of the reported issue was determined to be a malfunctioning power entry module which was to be scrapped and the device was sent to servicing. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The device failed during evaluation with no patient involved.